Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 24 april 2025, it was reported by a sales representative via email that 2 x ar-3638h-1 knotless hip fibertak and one ar-2923ps, sutr anchpeek p-lck2.9x 12.5mm were reported to have failed during use. This occurred on (B)(6) 2025, during a right hip arthroscopy & labral repair. It was reported surgeon performing a labral repair of right hip. Surgeon using knotless hip fibertak suture anchors. 2x anchors deployed already into joint. Staff opened a 3rd anchor. Unfortunately, the sutures had unravelled from the inserter and were unable to be re-positioned onto the inserter. A 4th anchor was then opened and used, and unfortunately pulled straight back out. All pieces of the suture anchor removed from the joint. Surgeon then opted to use a hip pushlock anchor with 1.3mm suture tape. Upon insertion, it was noted that the eyelet broke. Likely due to suboptimal trajectory on insertion. The anchor was removed with no pieces remaining in joint. The case was completed successfully using a stryker cinclock. There was case involvement.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The method of bone preparation was not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.